Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [u1812070] number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by affiliate in (B)(6) that during an anterior cruciate ligament (acl) reconstruction procedure, after connecting the vapr s90 electrode 4.0 mm, 90° suction w/integrated handpiece device to the generator, it was not able to ablate neither to coagulate. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided. It was reported that during the surgery of reconstruction of cruciate ligament, after connect with generator, could not work without any feeback (will not ablate&will not coagulate). Another device was used to complete the surgery.   Saline residue in tube set. No anomalies on the tip or the rest of the device will not ablate or coag return to gyrus for further analysis supplier evaluation result for coolpulse 90 electrode with hand controls: device was not returned in the original packaging, distal tip shows no signs of activation, no clear and visible damage noted, with the active tip of the device in an out of box condition. Closer inspection does show some signs of use, with what appears to be dried saline. The suction tube of the device shows traces of dried saline within, however, no visible debris or blockage visible, the device has also been returned with the clamp valve in the ¿open¿ position, no visible damage to handle, cable or plug.the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active-return), as a result active continuity test fail, the remaining test passed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity, some measurements zones were performed:plug to proximal end of crimp as result pass, across electrical crimp as result fail, distal end of crimp to active tip as result pass. The device was functional testing using vaprvue generator, the test included different values as a setting and the activation in ablate and coagulation failed. Supplier summary: the investigation substantiated the customer¿s claim that the device did not function, or ¿was not able to ablate neither to coagulate¿. A break in continuity across the electrical crimp was discovered. During the functional tests no activation at the distal tip was observed on either ablate or coag mode. After a period of 3 minutes pressing the ablate foot pedal the device still would not activate. The continuity between the plug pin and distal tip was re-measured and found to have reduced but was still out specification at 793ko. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. A manufacturing record evaluation was performed for the finished device [u1812070] number, and no non-conformances were identified at this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).